Event description:
It was reported by the customer that a child that was not at the time being attended by a caregiver was found by the caregiver lying on the floor of the hospital. The customer reported that the patient had a bump on their head. The customer performed a neurological scan of the child's head as a precautionary measure. The scan came back negative and the child was released from the hospital the next day. Three technicians from the hospital evaluated the unit and could not determine a defect. Stryker technician has also evaluated the unit but could not find a defect. The unit has been returned to service.